Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet bionic pancreas, including an event where the user disconnected from the pump and later recorded a glucose of 70 mg/dl, after which they ingested apple juice and received device low-glucose alerts. Symptoms included hypoglycemia without loss of consciousness, dizziness, or need for assistance, and no professional medical intervention or hospitalization occurred. Outcomes included use of oral glucose and scheduling of additional pump training for troubleshooting and education. Investigation included review of user-reported history and counseling on avoiding overcorrection and ensuring appropriate meal announcements. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia given limited event duration details and intermittent meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.